Event description:
It was reported that a ao60g intraocular lens was implanted, and during positioning, the lens was noted to change position and a tear was noticed in the posterior capsule. The lens was cut in half and removed, and a limited anterior vitrectomy was performed. Another lens was successfully implanted in the sulcus. The pt's current status is described as satisfactory. Please reference MDR #: 1119279-2011-00240 for the delivery system.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.